Manufacturer narrative:
Previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data.

Event description:
Product information was obtained. Additional information was received stating that the vns patient¿s symptoms have greatly improved. The neurologist expects the symptoms will soon resolve.

Event description:
It was reported that the patient was experiencing problems with vocal cord paralysis following vns implant surgery. The patient was referred for a neck CT. The patient was referred for surgery. It was reported that the patient's device has not been programmed on and the physician plans on leaving the device off for one to two months. The patient has no history of vocal cord issues and no trauma or manipulation occurred that may have caused or contributed to the vocal cord paralysis. It was later reported that the patient has slowly become a little better. It was recommended that the patient follow-up with the ent. The physician plans to wait and see if the vocal cord paralysis resolves.